Event description:
It was reported to the manufacturer by the end user, per the end user, "she was just placed in the bed. The mattress is inflated. Advised the staff walked by her room and found her in the floor. Advised the patient isnt able to tell what happened either." The patient did not sustain any injuries. (B)(4) were entered into our system to have the mattress returned to joerns for investigation. As of this writing, the mattress has not been returned.